Event description:
During a sterilization cycle, the kwiklave autoclave exploded. A piece of the cylinder locking mechanism blew off, flying across the room. The door flew open, filling the immediate area with steam. Fortunately, the sterilization assistant was away from the area at that moment. Had a pt or staff member been passing by, they may have been impaled by the flying projectile or scalded by the steam released when the door blew open. Since the autoclave was purchased in 1992 it has had numerous problems including overheating, broken heating element, inoperative on/off switch, defective safety release valve, broken timer switch, and a seized heating element. These problems required spending $871.17 to dental sales rep reports similar complaints from other dental customers.